Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on 09-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a decanav catheter which got looped up in the body. The decanav catheter got really looped up in the body. It was below the level of the heart. The catheter was in three loops and very kinked and they could not get it undone. They "snipped off" the top the handle of the catheter to try to get a bigger sheath over it, but that did not help. They eventually had to "gooseneck" the top of the catheter and pull on the opposite direction while trying to undo the loops. It was a very hard coronary sinus (cs) and they kept on slipping out of it. They had to reposition several times, pulling back and advancing several times during the procedure. Therefore, catheter manipulation may have been the cause of looping the catheter. This was all below the heart so they did not notice until they tried to pull it out towards the end. There was no patient consequence and they managed to undo the loops and remove the catheter without having to take the patient to surgery. They saved pictures are on the fluoroscopy system and have become part of the patient records, but an actual picture is not available to provide due to hospital policies. The procedure continued. The catheter is available for return for evaluation, although the handle had been cut off. Additional information was received. The catheter was in a relaxed state. The loops were below the deflection point. Unsure if the knob/piston was unable to be turned and/or pushed up and down. When the issue was found, the physician did not attempt to adjust the knob. There was difficulty in removing the catheter. This is how the issue was found. Catheter was unable to be pulled back easily. The rings/electrodes were fine. The handle of the catheter was cut off when trying to troubleshoot to advance a larger sheath over. Believes they started with an 8fr and they later switched to a larger sheath after cutting off the handle of the catheter.

Manufacturer narrative:
D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a decanav catheter. The decanav catheter got really looped up in the body. It was below the level of the heart. The catheter was in three loops and very kinked and they could not get it undone. They "snipped off" the top the handle of the catheter to try to get a bigger sheath over it, but that did not help. They eventually had to "gooseneck" the top of the catheter and pull on the opposite direction while trying to undo the loops. It was a very hard coronary sinus (cs) and they kept on slipping out of it. They had to reposition several times, pulling back and advancing several times during the procedure. Therefore, catheter manipulation may have been the cause of looping the catheter. This was all below the heart so they did not notice until they tried to pull it out towards the end. There was no patient consequence and they managed to undo the loops and remove the catheter without having to take the patient to surgery. The procedure continued. The catheter is available for return for evaluation, although the handle had been cut off. The device evaluation was completed on 24-sep-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual and microscopical inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed that the shaft was cut near to the handle as stated in the event description, it was bent at mid shaft; however, no other damage or anomalies were observed. A dimensional inspection was performed on the tip and shaft of the device, and it was found within specifications. The cut shaft condition is a commonly known practice in the hospitals. A device history record evaluation was performed for the finished device lot number, and no internal action was found during the review. Based on the damaged observed, the event described by the customer was confirmed. The potential cause of the kinked shaft issue could be related to the procedure; however, this could not be established conclusively. The instructions for use contain (IFU) the following recommendation: remove the catheter from its package and place it in a sterile work area. Create a vascular access in a large peripheral vein using aseptic techniques and insert a compatible catheter sheath introducer (at a minimum sheath should be half a french size larger than the catheter french size). Advance the decanav¿ catheter into the coronary sinus. Use both direct imaging guidance (such as fluoroscopy or ultrasound) and electrograms to aid in proper positioning. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Excessive force may cause dissection and/or perforation of coronary sinus or other cardiac structures. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).